Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, capacitor c19 was shorted on the monitor's defibrillator board. The cause of the test failure is the shorted capacitor. The root cause for the shorted capacitor could not be positively identified. No adverse event resulted from the defective monitor.